Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc investigation. Note: manufacturer contacted customer in a follow-up call on 12-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. Spouse is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 100-135mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of 135mg/dl non- fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 11/18/2021 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; defect found on returned meter - e-7. Test strips were not returned for evaluation. H10: most likely underlying root cause: rc-001: miscellaneous user induced contamination on the strip connector.